Event description:
Boston scientific received information that this patient expired during the implant procedure; however, it was reported the patient's death was not related to the function of the device. Additional information was obtained from the field representative that the official cause of death was not known, however, the field representative spoke to the nurse practitioner at the hospital who reported the patient had recently undergone coronary artery bypass grafting four days earlier and the patient's grafts were apparently blocked. A myocardial infarction was suspected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.